Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a malfunctioning pump. A patient outcome of no further complications was reported.